Event description:
It was reported by the (B)(6) that the vns patient passed away on (B)(6) 2012. The office had removed the vns generator and a portion of the lead and returned them for analysis. Analysis of the generator found it was at end of service with a battery voltage of 1.25 volts. Otherwise the generator performed to specifications and no anomalies were found. The entire lead was not returned. No anomalies were observed in the returned portion of the lead. The medical examiner's office indicated the cause of death was drowning however details around the death including the relationship of the drowning to vns or the patient's epilepsy were not known. Attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received. The patient's device was off in (B)(6) 2005. The patient underwent resective surgery (B)(6) 2005. The patient's cause of death was drowning and not vns related. Last seen for consult (B)(6) 2009 and their device was off at that time. The patient died (B)(6) 2012. The patient was taking at the time of death banzel, lamictal, topamax and zonegran. The did not have a history of drinking and did not have an cardica or respiratory problems. The patient was compliant with their medications.

Event description:
A sudep evaluation was performed and it was determined that the death was not sudep based on the information received from the medical examiner. Review of the available programming history indicated that the elective replacement indicator flag was observed in 2005. It is likely therefore that the generator was depleted prior to the time of death. Attempts for additional information have remained unsuccessful.